Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the hemopro2 extension cable was not transmitting energy. It was removed from the circuit and replaced with another cable. No patient harm occurred, as the event took place in a cadaver laboratory.